Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they connected the rtm to the controller to recharge the ins, the controller just sat there and made clicking noises. Pt stated that sometimes the controller would just lock up and say "error. Pt stated that sometimes the screen would get locked up and they would have to reset the controller. Pt stated that lately when trying to recharge the ins, the controller would tell them to reposition the rtm to find the best location; pt stated that once they found the perfect spot, the controller would indicate recharging excellent, however the controller would then say to try again. Pss asked the pt if the controller would freeze only when recharging the ins or if the controller would freeze otherwise as well; pt stated that they usually had more trouble when recharging the ins, however yesterday they went to decrease the stimulation down and the controller displayed an error and wouldn't do anything. Pss asked the pt if they recalled what the error message was and pt stated that they thought it read "err". Pt confirmed that there was no apparent damage to the rtm or the controller and that the rtm wasn't getting hot while trying to recharge the ins. Pt did stated however that the ins itself inside of them would get hot while trying to recharge the ins. No symptoms were reported.